Manufacturer narrative:
The manufacturer previously received information alleging the ventilator does not work. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The device's air filter was exchanged; o2 plate; system board and system power management board were replaced. The software was also updated, and calibration of the sensors was performed.

Event description:
The device has not been returned to the manufacturer. The customer alleges the ventilator does not work. There was no harm or injury. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.